Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infected total hip. The surgeon performed a wash out and changed the poly and head.